Event description:
Related manufacturer reference number: 2017865-2024-34205. It was reported that a patient presented with high pacing impedance noted on the right ventricular lead. There was also lead noise over-sensed, which resulted in inappropriate shock. The right ventricular lead was determined to be fractured. During the revision procedure, the left ventricular lead dislodged and was replaced. The patient was stable throughout.